Event description:
Procedure performed: tha. Description of event: [name] hospital. This is a complaint from the market. Report from the sales rep via email; the seam of the alexis sheath ripped several centimeters. The surgeon noticed that the sheath was ripped when he removed it. No other instruments are in contact with the sheath. See attached for a photo of the sheath tear. This unit will not be returned. Type of intervention: na. Patient status: no impact.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the complainant¿s experience of sheath separation at the seam. Based on the description of the event and the photos provided, it is likely that the sheath was manufactured with a weak film-to-film seal. Furthermore, the sheath likely separated due to stresses experienced during use.

Event description:
Procedure performed: tha. Description of event: [name] hospital. This is a complaint from the market. Report from the sales rep via email. The seam of the alexis sheath ripped several centimeters. The surgeon noticed that the sheath was ripped when he removed it. No other instruments are in contact with the sheath. See attached for a photo of the sheath tear. This unit will not be returned. Type of intervention: na. Patient status: no impact.